Event description:
The customer reported that the alarms cannot be turned on anymore. It is unknown if the device was in use at time of event, no adverse event or patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the alarms cannot be turned on anymore. It is unknown if the device was in use at time of event, no adverse event or patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the alarms cannot be turned on anymore. It is unknown if the device was in use at time of event, no adverse event or patient harm was reported.